Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown screw trauma/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation surgery for clavicle shaft fracture. In the surgery, the screw in question was broken. The distal portion of the plate was temporarily fixed with a k-wire, and the proximal portion was fixed with two locking screws. Then, since the reduction position was required to be corrected, he attempted to remove the second screw from the proximal position and the screw head was broken. The screw shaft has been left behind in the bone. The surgery was completed successfully by fixing the other hole without any surgical delay. He commented that he might not have handled the driver vertically. No further information is available. Concomitant detail: unk plate( part# unknown, lot# unknown, quantity# unknown). Unk screwdrivers: shafts( part# unknown, lot# unknown, quantity# unknown). Unk cable/wire( part# unknown, lot# unknown, quantity# unknown). This report is for one (1)unk screws: trauma. This is report 2 of 2 for complaint.